Manufacturer narrative:
Concomitant product(s): product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# l84745, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there was a confirmed overdischarge and the patient was not able to charge. It was noted to be the first overdischarge. A physician mode recharge (pmr) was performed twice, which successfully reset the device. An unknown power on reset (por) was also successfully cleared. The overdischarge was noticed when the patient was in clinic for a pump refill. Several months later the patient called in to report that following recovery of the device from overdischarge that they were able to charge but saw a warning por and was just calling in to report it. They were unable to clear the por. There were no patient symptoms or complications associated with this event. The indications for use were for spine/back (non-malignant) and multiple back operations. No intervention or outcome was provided; however, additional information has been requested and if received a follow-up report will be sent.

Event description:
Additional information was received from the patient on (B)(6) 2015 stating that the power on reset (por) was resolved by jump starting the battery because it was too low to charge on its own. A supplemental report will be submitted if additional information is received.